Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the shield would not stay activated. Another device was used to complete the case. There was no patient consequence.